Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 19 days after dental implant was installed in intraoral region 2#, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved, the patient presented insufficient quality/quantity (bone type IV) and bone graft was executed.